Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 109 mg/dl and 39 mg/dl 2. 104 mg/dl and 36 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.